Event description:
A model 754 ventilator shut down during operation requiring medical intervention. The failure was attributed to a defective battery pack. No serious injury resulted from this incident. The battery pack was replaced and the equipment was returned to the customer.